Event description:
It was reported that one day after implant, the ventricular lead exhibited poor/reduced sensing. A few days later, the sensing had increased, as did the thresholds on both the ventricular and atrial leads. The sensing on the ventricular lead was programmed from bipolar to unipolar, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.